Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 14 mmol/ to 15 mmol/l due to insulin pump under delivering of insulin . The customer treated high blood glucose with manual injections. Customer's blood glucose value was 7.9 mmol/l at the time of the call. Troubleshooting was performed. The customer reported that the insulin pump may have under deliver insulin due to constant high blood glucose levels. The customer reported that the nurse recommended to check the insulin pump. The customer reported that high blood happened when customer changed the infusion sets. The customer was advised to check for air bubbles in the tubing. The customer reported that she sees presence of small air bubbles at the very start of the tubing. It was confirmed that the customer was disconnected. The customer reported that the insulin exited at the quick release. The customer was advised to check the site on the infusion set. The customer reported that the cannula was tilted at a slight angle. The customer was advised this may have contributed to high bgs. Explained the 2 high bg rule. Adv customer to change entire set, reservoir and insulin and treat per hcp's instructions. The customer reported that the tape was not sticking. Performed functional testing on the insulin pump. The insulin pump passed the displacement test. The customer declined to troubleshoot for the high pressure test. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.